Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose. Blood glucose level was 27.4 mmol/l. Customer was alleging possible pump under delivery. Customer did not report any treatment related to high blood glucose. Troubleshooting was performed. Auto mode feature was not active at the time of event. Harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.